Event description:
A user facility reported to olympus that the main lamp failed to ignite. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. The evaluation found that the light guide connector was worn. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The reported phenomenon was not duplicated at the duplication review. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.